Event description:
The patient had a pacemaker implanted in the remote past. This was upgraded in march of 2006 to a dual-chamber defibrillator. The patient had now progressed to having severe congestive heart failure, class iii, with a documented 25% ejection fraction. He had sustained monomorphic ventricular tachycardia. He was admitted at this time for upgrade to a biventricular ICD and extraction of a recalled fidelis defibrillator electrode. Under fluoroscopic monitoring, applying gentle traction, a stylette was passed down the chronic right atrial lead, the recoiled fidelis lead and the active fixation device was withdrawn. Under constant traction and some rotational torsion, the lead was removed in its entirety.